Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that there was a keypad button response issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result inadvertent or incorrect insulin delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 10/20/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/29/2016 with the following findings: during investigation, the keypad was found to be intact. All of the keypad buttons responded appropriately to button presses. The original complaint of under responsive keypad buttons was not duplicated during investigation. The keypad cover was removed and no contamination was found under the key contacts and no damage or defects were observed to the button contacts. The pump was opened and there was evidence of moisture found on the keypad flex connector and surrounding components. Unrelated to the complaint, the returned battery cap was found to have stripped threads. A test cap was used for testing.